Manufacturer narrative:
During preventive maintenance on 31 march 2020, the autopulse platform (sn (B)(4)) failed during functional testing due to user advisory (ua) 12 (lifeband not detected) error message. Following this, a lifeband clip detect switch inspection was performed where it was indicated that the switch lever is not able to close and is not parallel to the switch case, causing the intermittent ua 12 error message to occur. During visual inspection, cracked top and bottom enclosures were observed. The cause for the physical damage appeared to be characteristic of a harsh impact, likely due to mishandling. This observation is not related to the reported event. The autopulse platform was manufactured in 2017. In addition, unrelated to the reported complaint, noticed stiffness to the drive shaft. The encoder gearbox was replaced to address the observed problem. After replacing the top and bottom cover and encoder gearbox, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance on 31 march 2020, the autopulse platform (sn (B)(4)) failed during functional testing due to user advisory (ua) 12 (lifeband not detected) error message.